Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the display is not working. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.